Event description:
The customer contacted baxter?s technical service center for assistance ending therapy during dwell 5/5. The home patient (hp) stated the blue clamp bag disconnected during dwell 5/5. The baxter technical service representative (tsr) helped the hp end therapy. The solution to this issue was provided over the phone and a swap of the device was not necessary. Product surveillance contacted the hp on (B)(6) 2010. Per the hp, the spike separated from the supply bag while performing troubleshooting steps with the tsr to resolve an alarm that had occurred on the homechoice device. The hp stated he pushed and twisted the spike and the spike "popped" out of the bag. The hp stated he discarded the entire set-up and ended therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4).per the customer, the sample was discarded.